Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Consumer said she thinks she has a 9630-1 commode, the seat is cracked.